Event description:
Patient in end stage chf due to ischemic cardiomyopathy. Previously admitted for stokes adams syncope due to transient heart block. Patient had a ddd pacemaker inserted on 3/31/94. After discharge, developed hematoma formation because of prednisone therapy for chronic rheumatoid arthritis. Returned to dr's office complaining of difficulty & pain due to increase in size of hematoma. Hematoma aspirated & cultured. When culture reported, pt. Developed chest pain & purulent drainage. Admitted and pacemaker and leads explanted. Would packed with iodoform gauze every other day. Pacemaker not reinserted due to infection. Culture-staph aureus. Placed on vancomycin 1250 mg. I.v. G. 24hrs.